Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The emboshield nav6 instruction for use (IFU) states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. Additionally, section 8.7 - device retrieval section of the IFU states: ¿do not continue to retract the barewire filter delivery wire against significant resistance. If significant resistance is felt, retract the guide catheter or sheath and the rx retrieval catheter together.¿ the investigation determined that the reported difficulties resulting in unexpected medical intervention and device embedded in tissue or plaque were user related. The emboshield nav6 filter came off the distal end of the viper wire during the forceful retrieval attempt with the emboshield nav6 retrieval catheter due to the combination of using a non-abbott wire, and most likely, a full emboshield nav6 filter, and the failure to remove the entire system as a unit when resistance was felt, per the emboshield nav6 embolic protection system IFU. Based on the information provided, and without the cine images to review, it can be definitively stated that there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the emboshield nav6 embolic protection device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion without tortuosity in the common femoral artery. The emboshield nav 6 and a non-abbott guidewire were used and there was no resistance during advancement. However, during retrieval of the filter following the instructions for use (IFU), there was resistance upon removal due to the filter not being able to collapse and too full to be captured in the retrieval catheter. The non-abbott guidewire was pulled through the filtration element and the filter came off of the wire. A snare device was used to remove the filter but it tore the filter and the physician did not know how much of the filter was left in the patient. More force was used to get the filter out. A piece of the filter could be seen under fluoroscopy and it was ballooned against the vessel wall. Although there was a reported delay in the procedure, it was confirmed that there was no adverse patient sequela; therefore the delay is not considered clinically significant. The patient is doing well. No additional information is provided.